Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device was interrogated for pre-operation programming and was found to be at recommended replacement time (rrt). The device was opened but not used and was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed that elective replacement indicator (eri) occurred which was not reprogrammable in the field. Analysis of the device memory indicated end of life (eol)/end of service (eos)/elective replacement indicator (eri)/recommended replacement time (rrt) was out of box.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.